Event description:
It was reported that a critical pump alarm occurred and was confirmed by telemetry. On (B)(6) 2015, a ¿reset occurred ¿ low battery¿ message occurred at 5:04. The pump was currently in safe state. The patient had presented with symptoms of withdrawal, pneumonia, and ¿other things.¿ a pump motor stall also occurred on (B)(6) 2015 at 6:56 and recovered at 23:40. The healthcare provider (hcp) planned to replace the pump on (B)(6) 2015 but the hcp thought the patient had ¿questionable pneumonia.¿ the patient had atelectasis on one lobe of the lungs and also had elevated white blood cell count. Three different specialties were consulted for the patient. The hcp thought there was some kind of infection going on and was suspicious it was pneumonia. The hcp rescheduled the replacement for (B)(6) 2015 and the pump was successfully replaced. The device system delivered gablofen. Patient outcome was not reported. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).